Event description:
It was reported that the patient underwent a primary, open, right inguinal hernia repair procedure in early 2008. At 12 hours postoperatively, the patient developed a hematoma and a surgical procedure was completed and a small bleeding artery was found. This small artery was then sutured. The event is listed as resolved as of the next day.

Manufacturer narrative:
Hematoma occurred- conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.